Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The reported difficulty deploying the clip could not be replicated in a testing environment, but the reported device operates differently than expected (actuator knob retraction) was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine a cause for the reported difficult deployment; however, the device operates differently than expected (actuator knob retraction) was related to user technique. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This event is filed for difficulty deploying the clip, which has the potential to cause or contribute to patient injury. It was reported that on (B)(6) 2016, the patient, with functional mitral regurgitation, underwent a mitraclip procedure. The clip delivery system (cds) was advanced and an attempt was made to deploy the clip. The actuator knob was rotated 8 turns, the release pin groove was exposed and the mandrel was able to be retracted. No resistance was noted with the actuator knob and the mandrel was able to be retracted more than 15 cm. The physician felt that the clip did not deploy and pushed the mandrel back in approximately 3 cm. The clip was then deployed reducing mitral regurgitation from 4 to 1-2. No additional information was provided.